Event description:
Report received from the USA stating that the 6.5cm adult crani attachment had damaged internal parts. The device was not being used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "internal parts damaged" was confirmed. During the pre-repair diagnostic assessment, the device failed the cutter insertion test. If additional information is received, a supplemental report will be sent. (B)(4).